Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, dyspnea, and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The xience v referenced, is being filed under a separate manufacturing report number.

Event description:
It was reported that 5 months post xience v stent implantation in the proximal circumflex coronary artery and the mid left anterior descending coronary artery, the patient experienced recurrent typical angina and dyspnea on exertion. A diagnostic coronary angiogram was done showing in-stent restenosis. On (B)(6) 2013, coronary artery bypass graft surgery was performed. On (B)(6) 2013, the event was noted to be resolved. There was no additional information provided.